Manufacturer narrative:
It was reported that a foreign material issue was encountered with a pentaray nav high-density mapping eco catheter. It was reported a particle was found in the immediate container. The device was not used on the patient as the issue was noticed before use. The foreign material was described as ¿latex¿ that had no movement. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that a particle was observed inside the pouch of the catheter. Due this conduction manufacturing investigation was performed to determine the root cause of this issue. It was concluded that the detachment of the piece could have been generated after packaging, since impacted device passed all visual inspections control. According to the investigation and analysis carried out, it was concluded that there was no cause assignable to the manufacturing process or packaging. The precise place and time in which the damage occurred could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-jun-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a foreign material issue was encountered with a pentaray nav high-density mapping eco catheter. It was reported a particle was found in the immediate container. The device was not used on the patient as the issue was noticed before use. The foreign material was described as ¿latex¿ that had no movement.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation. The picture was evaluated following biosense webster's procedures. According to pictures provided by the customer, a particle was observed on the pouch of the catheter; however, since the evidence provided (tray position and slightly wavy condition on the pouch) it looks like the pouch was opened at the time when the picture was taken; however this cannot be conclusively determined. Based on the evidence it is not possible to determine the source of the particle, may have appeared during the procedure. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. The date of event was not provided. As such, field b3. Date of event has been populated with 1-jan-2023. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).